Event description:
The reporter stated the surgeon inserted a cq2015a aspheric collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. An amo injector was used. This is one of two lenses used for this pt. See MFR report # 2023826-2009-00076.

Manufacturer narrative:
Eval method: (other) - results - (other) - visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (other) - based on the complaint history, work order search and the eval of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injector with this model lens. It should be noted that the injector and cartridge were not returned for eval.